Event description:
The device was returned to the manufacturer with no information. Follow up revealed the patient had a chronic staph aureus infection in the device pocket. Debridement was done and cleansing of the pocket 2-3 times with long term antibiotic treatment (cipro and cloxacillin). There was no improvement in the condition. The drug used in the pump was dilaudid 10mg/ml at a dose of 2.5 mg/day. There was no reported device issue. The patient had received excellent pain control with the dilaudid. The pump was explanted. The pump was never replaced as the patient refused re-implant. The patient is now managed on large doses of oxycontin and oxycodone. Part of the catheter was left in place.

Manufacturer narrative:
Code used for catheter. Both the pump and a 52.5 cm proximal piece of catheter including the pump connector were received. Final device analysis of both the pump and catheter revealed - no anomaly found.